Event description:
At a diabetes conference dated 10/27 - 10/29, rptr received one new glucose meter; they started using the new meter immediately. They noticed their insulin need decreased immediately. After the conference at home rptr was lower than they have been since they started using insulin a few years ago. Rptr compared their level that morning and found an approximately 45 point spread between the new meter and the old one. In the last week rptr's general practice person referred them to the diabetes center. The diabetes center referred rptr to the hosp for meter/glucose testing. The hosp confiscated the meters and did some testing. Rptr has also spoken to two meter distributors. According to the distributors the meters have a 20% plus or minus error rate. The hosp lab had no idea what to say. They tested them both and were appalled. They told rptr to get a new meter. Rptr got a third meter; it registers about 20% lower than original. Rptr's problem aside from the obvious is that they inject insulin to the meter reading. When they have a 150, they inject. If meters are this inaccurate one can see that the 20-50 point error could be forcing a pt into a dangerous hypoglycemic state.